Manufacturer narrative:
A bayer service representative performed a system checkout of the stellant injector system (serial (B)(4)) and found the system was performing to specifications. The stellant injector system has been in use daily following the checkout. The disposables used in the reported occurrence were discarded by the customer and are unavailable for evaluation; however, lot numbers were able to be provided. Bayer product analysis received and functionally tested retained samples of lot numbers 8578714 (syringe) and 8413974 (tubing) and found the disposables performed as intended and to specifications. The customer has accepted an offer for additional applications training and a site visit by a bayer clinical support specialist will be scheduled.

Event description:
A bayer representative reported the following: a (B)(6)-year-old, female emergency room patient who reportedly fell down a flight of stairs was undergoing multiple CT scans of the body with and without contrast media utilizing a stellant injector to rule out injury post fall. An indeterminate amount of was observed in the right atrium, main pulmonary artery, and brachiocephalic vein. The patient was placed in trendelenburg position for 24 hours and admitted as an inpatient. The patient is reported to be recovering and is expected to be discharged from the hospital soon.